Event description:
A customer reported he compared a reading of 210 mg/dl he received on his freestyle navigator continuous glucose monitoring system to a reading of 123 mg/dl obtained on his built-in freestyle meter. The event reportedly occurred in 2009, and the readings were completed within 2 minutes. Results were plotted on a parkes error grid and fell into the "b" zone showing the difference in values was not clinically significant. The customer additionally reported he experienced a hypoglycemic episode due to the readings (unknown) he obtained, and fell out of the bed and hit his head. The event reportedly occurred four days later. The customer also reported experiencing a seizure and loss of consciousness. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Customer's receiver (B) (4) was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. No additional observations were noted during product investigation. This is a final report.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported intermittent backflow sensor alarms although there was no flow. The alarm would sound while tubing was clamped. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is completed. Note: according to label copy, readings obtained on the fs navigator continuous glucose monitoring system are not intended to replace traditional blood glucose monitoring.

Manufacturer narrative:
The "date received by manufacturer" on follow-up #1 report should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).